Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 45×49 mm abdominal aortic aneurysm. At the end of the procedure it was reported a possible type iiib was observed at the periphery of the left 16-28-124 limb device and another undetermined endoleak observed at the fourth stent on the main body. It was decided to monitor the patient. It was reported that the patient presented emergently 5 months post implant, with complaints of abdominal pain. CT was performed where a possible type ii endoleak was observed at the main body device and a possible type ib observed in the left limb. A 28-28-49 cuff was added to eliminate the possibility of a type iiib and 16-28-124 limb was added to extend the coverage on the left leg. The type ib endoleak on the left leg did not disappear, so a 16-10-156 limb was additionally implanted to resolve. Per the physician, the cause of the event was patient anatomy. It was considered the type ii and type ib endoleaks caused the aneurysm diameter to increase in size. No additional clinical sequalae were reported and the patient is fine.